Event description:
(B)(4). It was reported that epigastric discomfort with exertion and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to shortness of breath and was referred for cardiac catheterization. Index procedure was performed. Target lesion # 1 was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 28 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre dilatation, placement of a 3.50 x 28 mm promus element¿ plus stent and post dilatation, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to epigastric discomfort with exertion. Stress test indicated chest tightness beginning with exercise, occasional pac s and st-t wave changes noted during the test. It also revealed akinesis of distal septal and apical walls. Cardiac catheterization was planned. In (B)(6) 2014, the patient presented for the planned cardiac catheterization. The 99% in-stent restenosis located in the mid rca was treated with pre dilatation and placement of a 3.5 x 20.00 mm promus premier drug eluting stent (des). Following post-dilation, residual stenosis was 0%. In addition, a second stent 3.5 x 8.00 mm promus premier des was deployed at the 60% distal lesion with 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).